Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer requested service for the alinity I processing module due to error code 5229, board communication failure. Service inspected the alinity I and found the 2a fuse blown on the power supply. The temperature optics controller board was found to have a blown capacitor near the j27 connector with apparent burn marks on the board. The power was turned off and the 2a fuse and temperature optics controller board were replaced. No fire or smoke was observed. No injury was reported.

Manufacturer narrative:
A review of the analyzer's service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of a damage to the temperature optics controller board after it was replaced. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the temperature optics controller board was limited to the board only. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.